Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Intermittent image/color bars were due to bad cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had color bars. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.